Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer resolved the occlusion and resumed insulin delivery. Customer declined to provide further information regarding the event. There was no reported impact to blood glucose.